Manufacturer narrative:
On (B)(6) 2020, the customer called medela llc after medela customer service responded to her email asking her to contact us via phone or chat to better address her issue. The customer indicated that she used the regular personalfit breast shields before with no issue and thinks it may be caused by the silicone on the flex shields. She also indicated the she saw her doctor and was prescribed a steroid cream. Customer service sent the customer the personalfit breast shields. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that she responded to a two week course of a topical prescription strength steroids and indicated that the contact dermatitis was now improved. The customer also indicated that she washed the breast shields daily in the dishwasher and let them air dry. She also stated that she is using the personalfit breast shields with no issues. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2020, the customer alleged via email to medela llc that she developed a severe case of contact dermatitis on her chest from the freestyle flex breast shield, while pumping with the freestyle flex breast pump.